Event description:
It was reported that the customer received a button error alarm on the insulin pump while attempting to give himself a bolus. No significant events leading up to the alarm were recalled. The customer's blood glucose was 130 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.